Event description:
Additional information was received from the patient. The patient (pt) called back in and stated that they are continuing to have issues with charging the ins - pt stated he saw a field rep yesterday and they verified there is nothing wrong with the ins and they suggested that pt have all of their equipment replaced. Pss reviewed that since the recharge connection is showing excellent during recharge the controller would be replaced.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, lot# serial# (B)(6), product ID m943899a, lot# serial# unknown, product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was that the implanted neurostimulator battery was not charging. Patient stated that for like the past week, they would see recharging excellent when recharging the ins, however after recharging the implanted neurostimulator for two hours, nothing had worked and the ins battery hadn't increased at all. Patient said that the ins battery was completely dead. Agent had the patient reset the controller and then unlock the controller; patient saw no device found; agent reviewed screen meaning with the patient. Pt noted that they had been through resetting the controller with ps before. Agent had the pt connect the controller to the ac power supply to start charging the controller. Patient saw no apparent damage to the equipment. Agent advised the patient to allow the controller to charge and then call patient services back for further troubleshooting. Pt called back stating the controller is at 80% and the implant said excellent charging but, 'it stopped again' and says looking for device. Pt stated they have had a lot of trouble for 4 days now. Pt stated they were charging the ins for 2 hours but, ins does not charge. Ins was in red recharging excellent on the c all. Agent asked pt if they use the belt - pt stated yes but the belt irritates their skin. Pt also stated that they were told they would be able to lay on the paddle or 'put it in a chair' to charge but pt stated that is false information that was given to them. Pt denied any falls or trauma. Pt added they had an appointment today with the hcp and they did not do anything about the ins charging issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause of the difficulty in charging implant, is "bad controller" ( issues with controller). They connected with manufacturing representative and were sent a new controller. The issue has been resolved.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.